Event description:
Went into patient's room because the IV pump was beeping. Upon assessing the line, it was noted to be profusely leaking from the part that is inserted into the pump. Pump was stopped, IV line was changed, and fluid on floor was mopped up with blue pads. Biomed was paged to come pick up tubing.